Manufacturer narrative:
The field service engineer found a build-up on the reference electrode and the acrylic block. He lubricated and cleaned the ise module, reference electrode, and acrylic block. He ran reagent primes, ise checks, and precision testing. The customer ran calibrations. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c 501 module. The initial result was 133 mmol/l and the repeat result on another analyzer was 139 mmol/l. The questionable result was reported outside of the laboratory. The electrode lot number was y5117. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.